Event description:
End user alleges that was in unit going from kitchen to living room when that raised the power seat to lean over to transfer into bed the seat post snapped. End user alleges that fell and broke three ribs.